Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and granuloma.

Event description:
Healthcare professional reported ¿intracapsular rupture of the left device with ganglions siliconomas on the internal mammary chain and behind the device on upper external quadrant discovered by MRI¿ and ¿[at explant] rupture confirmed with intracapsular gel retention.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as fold flaw opening. Granuloma: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Additional observations: observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported ¿intracapsular rupture of the left device with ganglions siliconomas on the internal mammary chain and behind the device on upper external quadrant discovered by MRI¿ and ¿[at explant] rupture confirmed with intracapsular gel retention.¿ device has been explanted.